Event description:
The customer reported via phone call that the b button on the insulin pump was not working. The customer's blood glucose was 9.5 mmol/l. The customer explained that they had been wearing the insulin pump in compression pants so there was moisture under the screen. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to flattened express bolus and esc button dome switch. The insulin pump was received with minor scratches on lcd window, scratches on reservoir tube window and cracked reservoir tube lip.